Event description:
A surgeon reported that during intraocular lens (iol) surgery the iol was noted to be damaged after insertion the lens into the eye. The incision was widened to facilitate removal of the damaged lens. Add'l info has been requested.